Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The manufacturer representative went to the site to test the imaging system. The system would freeze after powering on. It was detected that the system would jam occasionally, and the system was normal after restarting. This failure never occurred again. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used outside of a procedure. It was reported that the operation system will freeze after power on. There was no patient present. Additional information was received stating that the system would freeze not just the display.